Manufacturer narrative:
The emt is currently on leave due to injury and no other details were provided.

Event description:
It was alleged that the emt hurt their back while attempting to catch the cot when it came out of ambulance after the power-load did not lift.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2019-00293. The serial number (B)(4) and catalog number 6390000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report #0001831750-2019-00293 for full reporting of this event.

Event description:
It was alleged that the emt hurt their back while attempting to catch the cot when it came out of ambulance after the power-load did not lift.